Event description:
During initial implant procedure, the helix of the leadless pacemaker (lp) stretched during placement. The leadless pacemaker was explanted, and a new lp was successfully implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.